Event description:
It was reported that customer experienced alarm 2 and an occlusion alarm while using soft cannula infusion set, with no information provided regarding any impact to the customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to disconnect tubing, tighten t:lock, point tubing and then site downward, and deliver boluses to check for blockage, and occlusion alarm did not recur, suggesting blockage likely occurred at infusion site without cannula damage; customer changed supplies as necessary, resumed insulin therapy, and technical support sent box of cartridges.